Manufacturer narrative:
The cobas pure c 303 analytical unit serial number was (B)(6). The field service engineer cleaned and adjusted the sample probe, replaced and adjusted the reagent probe, decontaminated the sample line, checked the gear pump pressure, and adjusted the rinse levels. He replaced the piercer and the reagent kit, checked the cuvette rinsing, and ran performance testing. The investigation is ongoing.

Event description:
There was an allegation of questionable magnesium gen.2 results from the cobas pure c 303 analytical unit. Sample 1: the initial result was 38 mg/l, and the repeat result was 22 mg/l. Sample 2: on (B)(6) 2026, the initial result was 39.8 mg/l, and the repeat result was 17.3 mg/l.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.